Manufacturer narrative:
Concomitant product: product ID 8576, lot# n121183, implanted: (B)(6) 2008, product type accessory; product ID 8832, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that prior to a pump revision surgery, the physician obtained results of a magnetic resonance imaging (MRI) scan which revealed suspected findings of an infection. The patient was referred to infectious diseases (ID) for an evaluation. A bone biopsy was requested by ID prior to the pump surgery. The results of the biopsy were initially reported as pending. The patient was administered antibiotics and was reported as alive with no injury and no drug was in the pump. In addition, reportedly the patient received a 'potentially contaminated' lumbar epidural steroid injection (lesi). It was later reported that the biopsy had been ordered but not yet completed. Additional information has been requested, but was not available as of the date of this report.